Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. The cause of the faulty printed circuit board was attributed to fluid ingress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit did not experience any power problems during testing. There was a stain found on the lcd panel, but no operation issues were discovered. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that near the end of a diagnostic bladder observation procedure, his olympus high-definition lcd monitor suddenly lost power. According to the initial reporter, another small screen monitor was also on, so he was able to use that view to complete the remainder of the procedure without any harm to the patient. The customer went on to note that after the case, he attempted to power the unit on again, and it would not. Then after ¿some time¿ later, it was attempted again, and it powered up without issue.